Event description:
Experiencing elevated blood glucose (250 mg/dl). Caller indicated that pt does not allow insulin to warm to room temperature. Caller indicated that pt checks the expiration date of insulin prior to use, rotates her infusion sites steying away from bruising, hardness or redness, pt pinches the skin to inser the infusin site, and fills the cannula after insertion.